Event description:
It was reported, there was a pump inversion. It was reported there was device surgical repositioning and the pump was re-sutured on 2014 (B)(6). The diagnostics methods were examination/palpation that showed the pump was flipping within the pocket on 2013 (B)(6). The etiology was the incisional site/device tract and was related to the device or therapy. The pump was used to deliver dilaudid and bupivacaine. It was reported there was discomfort at the pump site of mild severity. It was reported the patient resolved without sequela on 2014 (B)(6).

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).